Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic due to swelling and infection noted at the device site. The infection was not associated with any abbott product and/or procedure. The physician decided to remove the gallant, right atrial (ra) lead and right ventricular (rv) lead. During the procedure, it was noted that the device was unable to remove the setscrew from the header and the leads was failed to detach from the device. The device and the leads were explanted. The patient was in stable condition throughout the procedure.